Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a rfa (radiofrequency ablation) procedure. According to the complainant, during the procedure, the array was not able to be extended. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a rfa (radiofrequency ablation) procedure. According to the complainant, during the procedure, the array was not able to be extended. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that residue was present on the end of the electrode and found that the array was extended. Functionally, when the plunger handle was retracted both the cannula and array of the device moved with the plunger, not allowing the array to retract into the handle. The array was then manually retracted and failed to deploy when handle was extended. The device handle was then separated and the center of the male luer cap was found to be broken from the rest of the component. The center of the cap was still attached to the proximal end of the cannula. The outer diameter of the cannula was measured and within the manufacturing specifications. The condition of the returned incident device was consistent with the complaint that the array was not able to be extended. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)